Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device returned but no anomalies found.

Event description:
It was reported that during the implant procedure intermittent capture at 10v and could only get p waves of less than 0.24mv. It was also reported that the thresholds were unacceptable. The lead was not implanted. No patient complications have been reported as a result of this event.